Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), allergy to metals ("nickel sensitivity"), adhesion ("dense adhesion"), infection ("infection"), urinary tract disorder ("urinary problems"), endometriosis ("possible endometriosis") and adnexa uteri cyst ("paratubal cyst") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, pelvic pain, allergy to metals, adhesion, infection, urinary tract disorder, endometriosis, adnexa uteri cyst and uterine leiomyoma outcome was unknown. The reporter considered adhesion, adnexa uteri cyst, allergy to metals, endometriosis, infection, pelvic pain, urinary tract disorder, uterine leiomyoma and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and embedded device ('embedded into the fundus of the uterus.') In an adult female patient who had essure (batch no. 623221, 699884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), allergy to metals ("nickel sensitivity"), adhesion ("dense adhesion"), infection ("infection"), urinary tract disorder ("urinary problems"), endometriosis ("possible endometriosis") and adnexa uteri cyst ("paratubal cyst") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removed and surgery to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, embedded device, pelvic pain, allergy to metals, adhesion, infection, urinary tract disorder, endometriosis, adnexa uteri cyst and uterine leiomyoma outcome was unknown. The reporter considered adhesion, adnexa uteri cyst, allergy to metals, embedded device, endometriosis, infection, pelvic pain, urinary tract disorder, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: right tube showed the coils of essure were in place. Lot number: 623221, manufacturing date: 2009-03, expiration date: 2012-03. Lot number: 699884, manufacturing date: 2009-12, expiration date: 2012-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and embedded device ('embedded into the fundus of the uterus.') In an adult female patient who had essure (batch no. 623221, 699884) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), allergy to metals ("nickel sensitivity"), adhesion ("dense adhesion"), infection ("infection"), urinary tract disorder ("urinary problems"), endometriosis ("possible endometriosis") and adnexa uteri cyst ("paratubal cyst") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removed and surgery to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, embedded device, pelvic pain, allergy to metals, adhesion, infection, urinary tract disorder, endometriosis, adnexa uteri cyst and uterine leiomyoma outcome was unknown. The reporter considered adhesion, adnexa uteri cyst, allergy to metals, embedded device, endometriosis, infection, pelvic pain, urinary tract disorder, uterine leiomyoma and uterine perforation to be related to essure. The reporter commented: right tube showed the coils of essure were in place. Most recent follow-up information incorporated above includes: on 2-oct-2020: medical records received. Lot number added. Reporter information were added. Embedded device event added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), allergy to metals ("nickel sensitivity"), adhesion ("dense adhesion"), infection ("infection"), urinary tract disorder ("urinary problems"), endometriosis ("possible endometriosis") and adnexa uteri cyst ("paratubal cyst") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, pelvic pain, allergy to metals, adhesion, infection, urinary tract disorder, endometriosis, adnexa uteri cyst and uterine leiomyoma outcome was unknown. The reporter considered adhesion, adnexa uteri cyst, allergy to metals, endometriosis, infection, pelvic pain, urinary tract disorder, uterine leiomyoma and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.